Event description:
It was reported that "there is a material breakage of connector". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was torn. This may happen due to mishandling on the product during use or improper storage conditions. At the manufacturing facility, 100% visual inspection and leak testing is conducted; therefore, any defects would be detected prior to release. The tube has to be soft and flexible in order to meet the user requirement. As the tube soft and flexible it is prone to be torn and create holes when it is over pulled or stretched. The instructions for use (IFU) mentions that this product must be stored in a cool and dry place protected from light and ozone. The IFU also mentions the product must not be used with flammable anesthetics and to check the system for leakages. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. It is most likely that the tear was caused from mishandling by the user.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there is a material breakage of connector". No patient involvement reported.